Event description:
It was reported the device was subject to the decrement test field action issued by abbott on 10 march 2022. Upon performing the capture threshold test, it was found that the programmer failed to terminate decrementing. No intervention was performed. There were no patient consequences.